Event description:
The patient and an endurant device placed a number of years ago and though he had an occlusion of one of the limbs, he developed a rupture of the fabric at the level of the flow divider (type 3 endoleak) of the endograft and this resulted in the patient having a ruptured aortic aneurysm that could have been fatal. Fortunately, this was unequivocally identified by angiography and he had the placement of an aorto unilateral device which resulted in the exclusion of the type 3 endoleak that was present in the device. The patient had the device implanted on (B)(6) 2014 and the right limb occluded postoperatively. He had a femoral to femoral bypass placed for improved circulation which later occluded and became infected which required the removal of the femoral to femoral bypass and undertaking a right axillary to popliteal bypass. All this was in 2014. The patient had no endoleak and was doing well until (B)(6) 2018 when he presented with a ruptured aaa and an angiogram that demonstrated significant flow from the endograft flow divider. This was repaired with an aortouni-endograft which could have resulted in the patient not surviving.